Manufacturer narrative:
Evaluation summary: one device was returned with an illegible batch number, otherwise in good visual condition and loaded with a 1/4 partially fired cartridge that was noted to have the lockout tab damaged. As the instructions for use state, "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the device. Caution: the firing stroke must be completed. Do not partially fire the device." When tested for functionality with a test cartridge, the device fired conforming. The staples were noted to have the proper b-formation. No batch record review could be performed as the batch number is illegible.

Event description:
During a wedge resection on lung procedure, some of the staples were not formed like expected. No pt consequence.